Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and the buttons were not responding. Customer stated he noticed the esc button was stuck. Customer's blood glucose was 122 mg/dl. Troubleshooting was done for keypad anomaly and button error. Customer declined troubleshooting for battery out limit and bad battery alarms. Customer did not recall any significant events that may have caused keypad issues or have lead to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.